Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during an unknown procedure, the clip of the device could not be opened after firing. Then the surgeon opened the clip by hand and tried outside of the patient, but still failed. Because the patient had the (B)(6), the sample was discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient.